Event description:
It was reported that a malfunction alarm occurred on pump after exposure to luggage scanners. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.